Manufacturer narrative:
Correction: e1 (phone and fax number) additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. The maximum allowable cut force was reached prior to reaching the target cut stroke distance. The maximum allowable staple force was also reached. The returned reload was visually inspected and observed to be packed fully with tissue. Tissue was also observed packed into the anvil splines and inside the anvil legs indicating that excessive tissue was likely dragged into the reload. It was reported that during the robotic laparoscopic sigmoid colon procedure, the device was appearing to fire but did not cut, a yellow indicator for both the adapter and reload was shown. The device attempted to open or advance the tilt top anvil but did not, and the screen remained yellow on the reload lane during the sigmoid circular stapling step. The surgical time was extended by approximately forty five minutes. A new anastomosis was created and a manual circular stapler was used to resolve the issue the reported issue that the device was difficult to open was not confirmed. The most likely cause could not be established from the information available. It was also reported that the device showed signia dapater yellow simlane and the reload yellow s imlane. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: sigcir31mt, ts 2.0 sigcir31mt circ. 31mm med/thick (lot# n5k1294uy); sigcirxl, sigcirxl signia circ adapt x lng length (serial# (B)(6)); sigpshell, sig power sigpshell control shell. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoid colon procedure, the device was appearing to fire but did not cut, a yellow indicator for both the adapter and reload was shown. The device attempted to open or advance the tilt top anvil but did not, and the screen remained yellow on the reload lane during the sigmoid circular stapling step. The surgical time was extended by approximately 45 minutes. A new anastomosis was created and a manual circular stapler was used to resolve the issue.